Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date is approximate. Exact date unknown but discharge date was reportedly (B)(6) 2013.

Event description:
It was reported that a patient underwent a procedure using a 10mm peek interspinous spacer and the procedure was completed successfully. Reportedly, the patient had "effusion under the skin two weeks after surgery" and "drainage was performed post-procedure." It was reported that the "drainage and effusion was at the location where the device was implanted. The effusion under the skin managed with aspiration around 20cc/once at 1-2 times a week. It was reported that "effusion showed despite several aspiration". Approximately six weeks later, the complication resolved and no further complications were reported.

Event description:
It was reported that the patient's symptoms did not improve and, as a result, an implant removal and laminectomy was performed 573 days post-op. It was reported that the patient's "symptom was recovering at pre-discharge". The patient did not attend any scheduled follow-up appointments after being discharged, so the final patient outcome is unknown. No further patient complications were reported after the revision surgery.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the treated levels were l4-l5. No intraoperative adverse event was reported. Thirteen days post-op, subcutaneous effusion at the surgical incision site was noted, leading to the onset of delayed wound healing. To remove the fluid, drainage was performed once to twice a week (continued until (B)(6) 2011), which revealed bloody effusion. The event severity was severe. The event outcome was reported to be ¿resolved¿ on (B)(6) 2011. The surgeon commented that persistent subcutaneous effusion observed in this patient was uncommon and was considered to be due to the interspinous spacer implantation. Then, approximately 2 months post-op, the patient complained of numbness in both feet (i.e., onset of recurrence of pain), for which no additional surgery was required. Lyrica was prescribed for the pain. The event severity was non-serious. The event outcome was unknown because the patient made no visit to the site. The physician considered that the event of recurrence of pain was unrelated to the interspinous spacer implant (due to the patient-specific factor) because the complaint of pain was not consistent throughout the patient's course. It was also reported that sometime post-operatively a laminectomy performed levels were l4 - l5. The patient was discharged on (B)(6) 2013 and the event outcome remained unchanged as unknown. The patient was hospitalized to the department of psychiatry due to postoperative anxiety (date unspecified).